Event description:
During preventive maintenance, baxter field service technician (fse) detected alarm for battery low. No patient injury was reported. Sample was evaluated on site by the field service technician (fse).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a faulty battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.